Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a ped3 pipeline did not deploy as it should. When trying to resheath, stent got stuck in distal end of phenom21. The catheter was suspected to be damaged. The patient was being treated for an aneurysm in the internal carotid artery (ica). The devices were prepared according to the instructions for use (IFU).  The pipeline did not open as physician wanted. When he resheated, it was not possible to get back into phenom21 it got stuck. The physician released the load (slack) in the system in an attempt to resolve the issue. It did not resolve. The pushwire was not damaged. No symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported physician told that he first deployed vantage without problems but he needed to reseheath it because distal landing zone was not optimal. Suddenly he noticed that he couldn¿t pull stent into microcatheter and it got stuck without no movements further either back.

Manufacturer narrative:
Product analysis: as found condition: the pipeline vantage device and phenom-21 micro catheter were returned for analysis within shipping box; within a sealed biohazard pouch and within a sealed plastic pouch. The opened pipeline vantage inner pouch was also returned. Visual inspection/damage location details: the pipeline vantage pusher was found extending out the hub ~40.2cm. The pipeline vantage distal wire and distal braid were found partially deployed out the micro catheter tip. Resistance was found when retracting the pipeline vantage and the device was advanced out with no resistance encountered. The hypotube was found unstretched and undamaged with the ptfe shrink tubing still intact. The spacers and supporting disks were found loose on the distal wire. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The tip coil was found intact. The distal braid was found fully opened and frayed. The proximal braid was found tapered, damaged, and frayed. Testing/analysis: the phenom-21 micro catheter total length was measured to be ~158.1 and the usable length was measured to be ~151.5cm, which is within specification (specification: total (ref) = 156.5cm, usable = 150cm ± 5cm). The inner diameter was measured to be 0.021¿ at both ends, which is within specification (specification: 0.021¿ ± 0.001¿). Conclusion: based on the analysis findings, the customer report of ¿catheter resistance¿, ¿resistance during retrieval¿, and ¿lockup /resistance at distal segment of catheter¿ were confirmed as the damages found were consistent with resistance and resistance was encountered with the returned pipeline vantage within the phenom-21 micro catheter. Possible causes for resistance are damaged catheter, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, user pulls back/torques wire while advancing ped in micro catheter. The braid was found damaged. Possible causes for braid damage are resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting against the reported resistance, or deploying/resheathing braid against the reported resistance. Customer report of ¿catheter kink/damage¿ was confirmed as the catheter was found accordioned. Possible causes for catheter damage are patient vessel tortuosity, catheter entrapment, pipeline removed aggressively, or user advances/retrieves device against the reported resistance. The customer report of ¿failure/incomplete open distal (flex)¿ could not be confirmed as the distal braid was found fully opened, however, the proximal braid was found tapered. Possible causes for failure to open are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling endovascular stents or improper anatomy. Customer reported devices were prepared per IFU. The supporting disks and spacers were found loose on the distal wire, likely caused during attempts to retract the device against the reported resistance. There was no non-conformation to specifications found that would have contributed towards the resistance and damages. The phenom-21 is compatible for use with the pipeline vantage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pipeline opened well, but when resheathed it got stuck from the mid part of the stent. The distal opening was good, but vessel position of deployment was not optimal, which is what led to the decision to reasheath and try a new deployment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.